Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. Pediatric patient is using an adult receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom system is not approved for use in children or adolescents, pregnant women or persons on dialysis.